Manufacturer narrative:
Investigation of this case revealed persistent occlusion alerts and consecutive motor stall behavior not resolved by priming and rewinding, consistent with infusion set or flow path obstruction. It was concluded that the event was attributable to an insulin delivery interruption due to occlusion and stalled motor alarms, and user education and full set replacement were indicated to restore therapy.

Event description:
It was reported that the user experienced repeated motor stall alerts during and after pump restart and priming, along with insulin occlusion and infusion set expiration notifications, and customer support provided troubleshooting including pump restart, tubing fill to clear the occlusion, and education to change the infusion set and supplies; the user later reported recurrence of the occlusion alert and was advised to replace the infusion set, cartridge, and tubing. Symptoms included hyperglycemia with a blood glucose of 400 mg/dl and no reported clinical symptoms. Outcomes included non-serious impact managed through user-directed corrective actions without medical intervention or hospitalization. Investigation included technical troubleshooting with restart, rewind and prime, tubing fill to clear occlusion, review of notifications, and recommendation to change all infusion components.